Event description:
A patient reported blood glucose results of "141__ mg/dl" with a lifescan meter and "_184_ mg/dl" on a laboratory device, performed wihtin _10_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.